Manufacturer narrative:
The product was discarded, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, the left femoral artery (lfa) was pre-dilated with a 16 french dilator. This delivery catheter system (dcs) was inserted using the inline sheath. The dcs was attempted to be advanced through the lfa through diseased and tortuous anatomy. During the first attempt the catheter was unable to advance p ast the left common iliac artery. The dcs was removed, rotated 90 degrees, and reinserted. The second advancement attempt was unsuccessful. The blood pressure began to drop and an angiogram revealed a dissection of the lfa. The valve procedure was aborted and femo ral-to-femoral surgical bypass was required to repair the dissection. No additional adverse patient effects were reported.